Event description:
A malfunction was reported on the pump by the customer. The issue caused the customer's blood glucose level to reach 463 mg/dl, which is above the normal range. The customer attempted to manage the high blood glucose level by drinking water and did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues arose again.